Event description:
It was reported that the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the instrument fell apart. There was no pt consequence. Add'l info received on 11/4/97. It was stated that there was a crack on the shaft of the device.

Manufacturer narrative:
Tracking #.46717. Ees #.976757/symbiosis. Date sent: 10/7/98. D5,6; h4: info not available. H6: instrument functional/split in the insulation sheath. Endopath curved scissors: based upon the inquiry info rec'd and the visual examination, it was concluded that the instrument was returned with a split in the insulating sheath, but was otherwise in good physical condition. The instrument was tested and functioned within design specs.